Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, while in automated mode and glucose readings were in the double-digit range, including values around 80 mg/dl and below, the omnipod 5 system continued delivering insulin, leading the patient to consume carbohydrates to correct low blood glucose values. Exact values of the blood glucose levels were not reported. The patient did not provide an exact date of the event but mentioned it had occurred several weeks prior to the date of report. No medical assistance was required. No further information was provided. If additional information is received, a supplemental report will be submitted.